Manufacturer narrative:
Of the 5 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 0 were found to be malfunctioning. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that the one touch ping model pump experienced a suspend issue. These reports were received from various sources. The patients associated with this allegation range from 5-60 years of age and between 135 and 196 pounds. Of the reported patients, 3 were male, 2 were female, and 0 were unknown.